Event description:
It was reported that the customer had a previous hospitalization on (B)(6) 2014 for a blood glucose level of 500 mg/dl. Customer also had a no delivery alarm on the insulin pump. Customer's blood glucose level was stabilized and was kept overnight. Customer was wearing the insulin pump at the time of the hospitalization. Customer has been stable and has had the serter. Customer stated that this has not happened since then. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-03143.